Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited shock lead impedance high out of range. Technical services (ts) was consulted and recommended checking for possible electromagnetic interference (emi) if it reoccurs. The device remains in service. No adverse patient effects were reported.